Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found during use of a homechoice cassette. This occurred during an unspecified cycle of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The leak was further described as ¿solution was leaking out of the door¿; membrane in door was wet. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.